Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a piece of plastic was noticed inside of the device, after the patient began to void. The complainant stated that the drain bag was replaced without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a piece of plastic was noticed inside of the device, after the patient began to void. The complainant stated that the drain bag was replaced without incident. No patient injury was reported.

Manufacturer narrative:
Received 1 used drainage bag with the original unit labeling. The visual inspection noted a piece of plastic inside the meter. This plastic piece was comported with the meter plastic cover used by the meter supplier, and the material was found similar. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and direction for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a piece of plastic was noticed inside of the device, after the patient began to void. The complainant stated that the drain bag was replaced without incident. No patient injury was reported.